Event description:
The user facility reported that the doctor stated 6fr interventional guide catheters are very tight in the 6fr pinnacle sheath, causing some guides to kink outside the sheath when trying to manipulate the catheter. Additional information was received on 15 jun 2022: the physician stated that the procedure went smoothly.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - staff interventional cardiologist. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. The device history record (DHR) could not be reviewed since the lot number was not available. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).